Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure, the lead exhibited unstable thresholds, even after attempting multiple positions. The lead was removed and a new lead was used instead. No patient complications have been reported as a result of this event.